Event description:
A us distributor returned a battery pack indicating that it had a performance issue.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (performance issue) has been confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was liquid contamination on the pca board and battery cells. The cause of the inability to power on a monitor or charge is the contamination. The root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.